Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy, when they closed the pulmonary lobes tissue, the stapler was able to fire but the staple line was incomplete distally. There was also a problem with unloading the reload from the handle. The handle and the reload was replaced to complete the case and solve the problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned device noted that the anvil was out of its correct position and still connected to the clamp bar. All pushers were fully deployed with no presence of staples. The distal part of the clamp bar was disengaged and located in the anvil. The lock sub-assembly was observed to be damaged. A tissue stopper was bent. Functional evaluation could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of clamping mechanism and tissue stop deformation and that has no relationship to the primary reported condition. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. Replication of the anvil damage, and deformed anvil clamping feature may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.